Event description:
A firestar percutaneous transluminal coronary angioplasty (ptca) balloon ruptured during inflation. The pt with unk medical history underwent a ptca of (aha 7) mid-lad. The lesion was described as heavily calcified, mildly tortuous and 99% stenotic. The complaint product was delivered to the lesion and was inflated multiple times, and then during an inflation, it ruptured at 10 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). The procedure was started with a gw (runthrough) that crossed the target lesion, pre-dilation was conducted with a balloon (lacrosse 1.3/15mm) at the proximal section of the lesion, but the distal part of the lesion was not pre-dilated, because the balloon did not cross. Then, a firestar (2.25/15mm) was inserted into the lesion, but physician had difficulty delivering due to the heavy calcification. An inflation device was used, MFR not indicated. Info about the type of contrast and saline ratio used was not reported. Another balloon was used to treat the lesion and the procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) vamp jr. System. Blood was visible inside reservoir. Pediatric tubing was completely broken from solvent bond joint with sample site. Rough surfaces were observed at broken tubing ends. Unit 2 - customer report was confirmed. Rec'd (1) vamp jr. System. Blood was visible inside the system. Tubing was completely detached from solvent bond joint with shut-off valve (one-way stopcock). Indication of bonding solvent was present at small part of tubing bond area.

Event description:
It was reported that the line between vmp reservoir and patient broke off during use. Actual occurence date is unknown..